Event description:
It was reported a catheter revision was done for a failed catheter dye study. During the dye study, the catheter was disconnected at the connector pin and the spinal portion of the catheter. There was a lack of any cerebrospinal fluid (csf) flow noted. It was said, ¿the spinal portion was replaced with csf.¿ a bolus was then delivered to the connector pin and the pump segment of the catheter was functioning properly. The system was then reconnected. It was noted, the patient was admitted to the hospital. The pump was last refilled on (B)(6) 2013 and (B)(6) 2013. The pump was used to deliver hydromorphone and bupivicaine.

Manufacturer narrative:
Product ID 8711 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8835 lot# serial# (B)(4); product type programmer, patient product ID 8596sc lot# serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8835 lot# serial# unknown; product type programmer, patient. (B)(4). Final device analysis of the catheter revealed the following: there was a hole and a deep abrasion that had gone all the way down to the inner lumen, on segment three in an areas 5-5.5cm from its proximal end, resulting in leakage.

Manufacturer narrative:
(B)(4)

Event description:
Additional information: the catheter dye study was done on (B)(6) 2013. The patient was experiencing uncontrollable pain. The cause for the motor stall recovery noted in the logs was unknown. This reporter had no stall documented. It was noted that the patient was scheduled for an MRI, but was unable to do it due to pain. The patient had good pain relief after the revision and 4/14 fusion. They were weaning the pump down.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later the cause of the motor stall that recovered on (B)(6) 2013 was due to an MRI. Troubleshooting included a failed catheter dye study on (B)(6) 2013. Per the healthcare provider the patient was doing good and receiving effective therapy. The meds were being decreased due to decreased pain from fusion surgery.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported via the pump logs indicated there were also some communication issues between the pump and the personal therapy manager (ptm) when a bolus was requested. The pump logs further show a motor stall recovery on (B)(6) 2013. The time of the stall, thus the duration of stall was not contained in the logs reported.